Event description:
A 5-french sheath catheter was placed into the saphenous vein. This was in preparation for groin cannulation with a 17-french venous cannula. Subsequently, the patient was heparinized and the ascending aorta was cannulated for perfusion. A single atrial cannula was inserted through the right atrial appendage and hypothermic cardiopulmonary bypass was commenced with a flow of 80 ml/kg/minute. The patient was gradually cooled to nasopharyngeal temperatures of 28. The groin was then inspected, and upon inspection of the groin, we found that the catheter that was placed at the groin cannula had broken at the hub, and the hub remained outside whereas the catheter was inside the patient. The superior vena cava was then inspected and her catheter was around her cannula within the superior vena cava. The catheter was then removed completely from the superior vena cava and was maintained as a specimen.